Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an allergic reaction occurred. In (B)(6) 2015, the patient developed rashes immediately after implantation of a promus premier stent. The rash was just a few scattered hives that were easily controlled with benadryl. The patient is otherwise doing well with no other allergy or cardiac symptoms. The physician is currently switching the medication (lisinoppril, clopidogrel) to see if there is any effect.